Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying an error 4 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately one week ago, exact date/time is not known. The patient reportedly manages her diabetes with an unknown type/dose of oral medications and insulin and she reported increasing her insulin dose to 2 shots and increased her pills to 2 pills at an unknown time in response to the alleged issue. She claimed that at an unspecified time after the alleged issue occurred, she developed symptoms of "hunger, nausea and a headache" but despite her symptoms she denied receiving any medical intervention other than the self action of increasing her medications. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was correct. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter was found to have a contact issue (172) between the test strip and meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.